Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that the battery of this pacemaker was suspected to be depleting prematurely as it decreased from seven to five years in a four months time period. The device remains in service and there is no evidence to suggest a device replacement procedure has been scheduled at this time. No adverse patient effects were reported.additional information was received that data analysis could not be performed. It is planned to have a follow up with this patient in two months. No adverse patient effects were reported. This device remains in service.